Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cramping abdominal pain and opalescent effluent dialysate. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with cefazolin sandoz injection (1g, intraperitoneal, once daily, for 20 days) and brulamicin injection (40mg, intraperitoneal, once daily, for 2 days). At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.